Event description:
It was reported that the pump history was missing data despite the pump being in use. Reportedly, the customer continued using the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.